Event description:
The customer's mother stated the customer was hospitalized due to hyperglycemia. The customer's mother stated the customer's doctor does not know what the cause of the elevated blood glucose level was. The customer's doctor advised that the customer's basal rates be increased. The customer was not present at the time of the phone call to perform troubleshooting on the insulin pump; however, the customer's mother stated the hospitalization was not pump-related.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.